Event description:
It was reported that the pt was admitted to the hospital on (B)(6) 2010 complaining of redness and tenderness around the intrathecal pump wound and had a temp of 38.3c. The pt was given oral flucloxacillin antibiotic. On (B)(6) 2010 the health care professional (hcp) diagnosed "infected intrathecal infusion pump." The hcp prescribed intravenous (IV) flucloxacillin and rifampicin. Daily lab tests were performed to monitor the infection rate. On (B)(6) 2010, the hcp reported that the "erythema" was better and the pt was apyrexial with a temp of 35.0c. The pt continued on IV antibiotics and had his oral dose of morphine sulphate tablets reduced as part of an opiate weaning. On (B)(6) 2010, the wound and the blood results were improving, and intravenous vancomycin was commenced. Further review by the hcp showed that there was improvement and some discharge from the wound. The pt was to continue on IV antibiotics. The pt was recovering. The event was considered not related to the drug prialt (ziconotide) that was being delivered by the device sys. The pt also was taking various oral antibiotics and other medications. Prialt was delivered by the pump from (B)(6) 2010 until the (B)(6) 2010. Delivery of morphine sulfate through the pump was started on (B)(6) 2010 and was still ongoing. It was later reported that the pt experienced confusion and nausea. The pt was receiving weekly injections of vancomycin into the pump pocket. On (B)(6) 2010, 10ml of serous fluid was aspirated from the pump pocket followed by the injection. The wound was reported as not looking "particularly erythematous or painful." The hcp planned to f/u with the pt on a weekly basis.

Manufacturer narrative:
(B)(4).